Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to check and clean the pump components, and the customer was comfortable completing the process independently, indicating they would call back if further assistance was needed.